Manufacturer narrative:
Neuronetics received medwatch report, (B) (4), from FDA on november 13, 2009). Initial reporter did not notify neuronetics of event. Identification or contact info of pt, initial reporter, and prescribing physician was not provided, therefore, neuronetics could not follow-up to obtain additional info.

Event description:
Pt suffering from major depression became hospitalized, due to suicidal ideation.